Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # j0326999v, implanted: (b)(69) 2003, . Product type lead. (B)(4).

Event description:
It was reported that a patient had an infection and the patient¿s implantable neurostimulator (ins) was removed. It was noted that this occurred ¿a few years ago.¿